Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continous high blood glucose levels of 400's mg/dl at the highest. The customer delivered a correction bolus with the pump each time. The customer stated that the infusion sets might be the cause of the high bg levels. However, the customer declined high bg troubleshooting. Although requested, no further information was provided.